Event description:
The facility reported an infusion pump with fail code 814:04. The event was reported to have occurred prior to use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The failure code 814:04 was confirmed during evaluation. Inspection of the device found that the cause of the fail code due to a defective air-in line printed circuit board. The air-in line printed circuit board was replaced.